Event description:
Multiple motor stalls and motor stall recoveries were confirmed and recorded in the event logs. The longest motor stall was 11 hours. There were 3 stalls/recoveries on (B)(6) 2010, 4 on (B)(6) 2010, and 4 on (B)(6) 2010. The pt experienced a return of symptoms and was "not feeling as good". The pump delivered compounded baclofen 2000 mcg/ml. A dye study was performed (B)(6) 2010 and was negative. During the prime of the catheter following the dye study the rotor seemed to be turning normally. On (B)(6) 2010 the programmer showed a motor stall, the pt was asymptomatic. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).